Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to evaluate the iabp. The stm found no issue with the unit and no error codes were found. He found in the logs that the iabp was running on batteries at the reported time of the event. The unit was tested overnight without any issue. The batteries failed the run time test and were changed. The stm completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer. The full name of the initial reporter noted is (B)(6).

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) shut off during its cycle. There was no known harm or injury to patient and no adverse event was reported.